Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient's implantable cardioverter defibrillator (ICD) had migrated. It was noted that the patient had weight loss and the device appeared to be eroding through the skin. Moreover, the physician opted to move the device sub pectoral and use a smaller device. This ICD was explanted. No additional adverse patient effects were reported.